Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer called to report a motor error alarm during a bolus attempt. The customer then stated that he was hospitalized for low blood glucose levels with a reading of 36 mg/dl. The customer only remembered going to bed and waking up with paramedics testing his blood glucose levels. Troubleshooting was performed and the insulin pump passed the displacement test. Nothing further was reported.